Event description:
It was reported that a patient was not able to adjust their stimulation. The 'poor communication' screen was displayed on the programmer the day after the patient was implanted. It was noted that it could be due to the bandages or swelling. About two weeks later it was reported that the patient had received assistance from their doctor or medtronic representative on (B)(6) 2012 and their concerns were resolved. About 1.5 months later it was reported from the health care provider (hcp) that the skin incision over the battery pocket had opened on the 6th day after implantation. It was stated that 'he was tender' and that the patient has diabetes. The patient went to see the doctor on (B)(6) 2012. At that time the wound looked clean, but the skin had separated. The subcutaneous tissue was 'intact.' The doctor closed the wound and gave the patient 'keflex.' A culture of the pocket and it revealed 'skin flora,' no pathogens. It was reported that the patient was not hospitalized, there was no injury, and the patient recovered without sequela. No further information was reported.

Manufacturer narrative:
Product ID 3889-28, lot# va03xeg, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).